Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the audio bolus button is intermittently unresponsive and requires multiple button presses to function. The reporter further stated at times the audio bolus button did not respond to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/13/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a hole was observed in the audio bolus button. During testing, the audio bolus button was found to be fully functional. The button cover was removed and no contamination or damage was found. Unrelated to the complaint, the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.